Manufacturer narrative:
The device was evaluated at olympus (B)(6) sales & marketing (ocsm). Ocsm checked the device and found that the endoscopic image was noisy due to a damaged camera cable. Since the device could not be energized normally due to the damage of the camera cable, it is possible that good images could not be obtained and noise was generated. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against damage to the camera cable. If additional information becomes available, this report will be supplemented.

Event description:
A representative from olympus (B)(6) reported that the monitor screen was noisy during the reprocessing. The device was used in combination with the standard set. This device is an olympus asset and there was no report of patient injury associated with the event.